Manufacturer narrative:
Correction on implant date.

Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences and will continue to be monitored.